Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the alleged cardiac tamponade could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The following was published in wiley pace in an article titled ¿impact of left atrial box surface ratio on the recurrence after ablation for persistent atrial fibrillation¿ by keçe f, scholte, aj, de riva m, et al., 28 november 2018. ¿seventy patients with persistent atrial fibrillation undergoing an ablation procedure had isolation of the posterior wall performed between the pulmonary veins (box lesion) to evaluate the influence of box lesion surface area as a ratio of total left atrium area (box surface ratio) on arrhythmia recurrence. One patient sustained a cardiac tamponade during the procedure, which required drainage. No other complications were noted.¿ (doi: 10.1111/pace.13570).